Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. There was no reported adverse impact. While troubleshooting with tandem technical support, sensor readings resumed.